Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was able to self-treat with candy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.